Event description:
It was reported that a user of the ilet experienced hyperglycemia with a blood glucose of 283 mg/dl, cause unclear, after a same-day infusion set change that appeared to function earlier and with a concurrent eyelid stye that could contribute to elevated glucose; the caregiver denied symptoms and reported no known recent steroid use or clear food intake due to the patient¿s dementia. Symptoms included hyperglycemia without reported clinical sequelae. Outcomes included monitoring at home without alerts, alarms, or hospitalization. Investigation included troubleshooting and education with instructions to monitor blood glucose and change the set or call back if levels continued to rise. Investigation of this case revealed no device alarms and no confirmed device malfunction, with potential contributing factors including infection and uncertain carbohydrate exposure. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to multiple potential non-device factors. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.